Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated on target lesion. Target lesion one was a de novo, mildly calcified distal rca (right coronary artery) lesion measuring 2.75x22mm with 99% stenosis. Target lesion one was treated with predilation and placement of a 2.75x24mm taxus liberte stent resulting in 0% residual stenosis. Balloon withdrawal resistance from the stent was reported. No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be determined. Product unavailable for analysis.